Event description:
It was reported that the vertical lift column on the 9800 system would not work. Also the left monitor had no image displayed. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable and the ps3 power supply were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.